Event description:
Device report from depuy synthes reports an event in australia as follows: it was reported that before the l4-5 plif procedure on (B)(6) 2022, when the consignment trays were opened, the screwdriver sleeve thread was noted to be damaged. There was another sleeve in the tray so surgeon used that for the duration of the case. No patient consequence reported. There was no surgical delay. The procedure was successfully completed. During manufacturer's investigation of the returned device it was identified that retain-sleeve long f/matrix 5.5 was broken at the threaded tip. The broken piece was not returned. This report is for one (1) holding sleeve-long for matrix. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that retain-sleeve long f/matrix 5.5 was broken at the threaded tip. The broken piece was not returned. A dimensional inspection for the retain-sleeve long f/matrix 5.5 was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the retain-sleeve long f/matrix 5.5 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part # 03.632.036, synthes lot # 7492387, supplier lot # 7492387, release to warehouse date: 21 jan 2014, supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.